Manufacturer narrative:
Product complaint # (B)(4). (B)(6).

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and barbed suture was used. Open the suture, picked up the needle, and gently pull to release the square tail plate. No adverse patient consequences were reported. Additional information was requested